Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust-like contamination on right panel assembly and the air outlet port, ui (users interface) knob area, pca, top of the blower box lid and surrounding area, top of the blower motor and inside of the bottom enclosure. Unknown corrosion on pca copper edge pins. The manufacturer also received humidifier with the device and an internal visual inspection of the humidifier was completed by the manufacturer and found dust-like contamination and potential hair around humidifier lid output port. Dust-like contamination on the bottom of the enclosure and the heater plate. Also mineral deposits in water tank. Bio contamination on flip lid seal. A potential hair or fiber was found on the dry box seal. Dried liquid contamination found on top enclosure and the outside panel rim. A dust-like contamination and potential tiny fibers bottom of the enclosure and under the heater plate. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of keratin, hair, dust, corrosion, bio-contamination found were external to the device and mineral deposit was consistent with blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
Humidifier ds6hflg (sn (B)(6))